Event description:
Per affiliate: the customer reported low bgs. The customer is on a low total daily dose of insulin and customer is very sensitive to it. It was mentioned that recently customer had difficult to control their diabetes and had a hypo episodes while driving causing a car accident and as a result of the accident customer had operation to their hands. The customer believes that the car accident was due to over infusion of insulin. Troubleshooting was performed and the pump seems to function properly.